Event description:
It was reported that the device had suspected premature battery depletion after the patient received multiple inappropriate shocks, due to a fractured lead. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies were found. Other: it was reported that the device had suspected premature battery depletion after the patient received multiple inappropriate shocks due to a fractured lead. The device was explanted and replaced. There were no further patient complications reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed. Mechanical tests performed. Visual examination; device performed according to specifications device operated according to specifications premature eri (elective replacement indicator).